Event description:
A falsely depressed total bilirubin result was obtained on a newborn patient's sample. The result was reported to the physician who questioned the result. The sample was repeated and an elevated result was obtained. Patient treatment was not prescribed or altered as a result of the incident. There was no report of adverse health consequences as a result of the falsely depressed total bilirubin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total bilirubin result was sample integrity. The instrument is performing within specifications. No further evaluation of the device is required.